Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was inconclusive since the original complaint sample was not returned for investigation. One open kit with product code 11275118 and from lot rebt1592 was returned for investigation. Both the inner and outer packaging had been open. The components, which showed no evidence of contact with a patient, had been manipulated within the inner tray. The stylet was received separate from the catheter instead of within the PICC line. The distal end of the returned 3cg stylet was damaged. The polyimide tubing was kinked and misshapen. There was a break in the polyimide tubing and the distal tip of the 3cg stylet was received taped to the white tether connector. A microscopic examination revealed a 3mm gap between the 13th and 14th magnets from the proximal end. The polyimide tubing was kinked between the 15th and 16th magnets. The 19th magnet was fractured in two locations. The distal end of the 19th magnet was not present in the polyimide tubing. The 19th magnet was just less than 2mm in length and the polyimide tubing extended less than ½ mm from the fractured end of the 19th magnet. The distal tip of the stylet exhibited a core wire that extended approximately 1cm from the broken end of the polyimide tubing. The damage on the returned inventory sample appeared to be related to misuse of the device. The original sample may have been damaged from kinking and manipulation. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. To help prevent damage to the catheter and stylet, the powerpicc solo IFU states, ¿avoid sharp or acute angles during implantation.¿ ¿for central placement, when the tip has advanced to the shoulder, have the patient turn head (chin on shoulder) toward the insertion side to prevent possible insertion into the jugular vein.¿ the IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the facility had an issue with the 3cg PICC wire, they stated that the tip/sleeve of the stylet came off and stayed in the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the facility had an issue with the 3cg PICC wire, they stated that the tip/sleeve of the stylet came off and stayed in the patient.